Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated atrial oversensing. Analysis also indicated that the impedance on the atrial pacing lead was beyond the expected lower range. It was noted that the minimum atrial pace impedance was consistently low at approx. 80 ohms since (B)(6) 2014 and that there was non-physiologic oversensing due to noise observed on stored atrial lead egms (electrograms). Concomitant medical devices: d224trk ICD, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that prior to device change out the right ventricular (rv) lead svc (superior vena cava) coil impedance was within normal range. Then during the change out procedure the svc coil impedance showed "none" which means the device registered an out of range impedance value. It was noted that confirmed "none" result for svc impedance several times, even after re-inserting lead pin into header. The physician decided to keep the rv lead and therefore inserted the svc coil pin into the header, but program the svc coil off in device. Additionally, it was reported that an atrial lead impedance warning had been triggered due to low impedance on the atrial lead. Noise was also observed on the atrial lead and it was noted that the atrial lead did not capture at five volts during analyzer testing. The lead was capped and replaced. No patient complications have been reported as a result of this event.